Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause of the low pump flow issue was most likely improper positioning of the device deep in the left ventricle (lv) resulting in a cannula kink. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported upon insertion and pump start, flows were low. On auto, "impella flows reduced". Multiple attempts were made to reposition in central venous line (cvl), but still getting same alarms. Flows 1.0-1.8 despite adequate volume and moderate rv function. No reported harm to the patient.